Manufacturer narrative:
Exemption number e2017014. (B)(4). There are no injuries attributed to the reported event. However, this issue affects diagnostic relevant data. This report was submitted may 24, 2017. Customer's address: (B)(6).

Event description:
Images from philips pet modality display incorrect suv value (standardized uptake value), when the images are loaded to the embedded trued application from the syngo imaging patient list. In the initial case, the correct value is '3', which is validated on the philips pet modality workstation, however, in trued the value shows as '15'. The investigation is on-going. The reported incident occurred in (B)(6).